Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose of 559 mg/dl. Customer treated with a bolus from the insulin pump and manual injections. Customer expressed symptoms of fatigue and confusion. She stated that she received a no delivery alarm in the middle of the night because the reservoir had run out of insulin. Customer declined troubleshooting for the insulin pump because she felt that it was working properly and she had received the boluses that she programmed for herself. Customer stated that she had a friend that could take her to the pharmacy and get more test strips as she had run out. Nothing further was reported.